Manufacturer narrative:
Tracking #.50530. D5,6; h4: info not available.

Event description:
It was reported the 512o was used during a laparoscopic gastrectomy. It was reported by the affiliate the gasket tore, but did not fall into the pt. There was no consequence to the pt.